Event description:
It was reported to covidien on 03/01/2010 that a customer had an issue with a single lumen PICC. The customer reports a neonatal PICC was placed in the right arm of infant for infusion of tpn and intra lipids for nutrition. After 3 days, the pigtail was noted to be leaking approximately 1 cm from where the pigtail joins the luer connector.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.